Event description:
It was reported to philips that the system failed to boot up, it was stuck in a boot loop. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed system failed to boot up. Upon troubleshooting, fse found fse observed that the operating system was failing to load on the control console despite multiple reboots. Fse also discovered that there was no power returning to the host pc and the mpdu f11 fuse had blown. The investigation revealed that the power supply of the host computer was defective. The part (host pc) returned for analysis and failed component was psu. To resolve the problems fse replaced the fuse, but the fuse would blow immediately. Fse installed a new host pc and preserved the original data. After replacing the fuse, the system returned to use in good working order. The codes were updated based on the investigation outcome.